Event description:
During service, the baxter repair technician reported that this device underdelivered. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event. No additional information is available.